Event description:
It was reported that the patient was getting an error on the patient's handset saying the implanted neurostimulators was providing less than what was requested. Caller said they got service code 2703. Caller also said the battery was draining very quickly. Caller mentioned they got the implanted neurostimulator up to 80% on sunday and within 24 hours the battery had gone down to 30%. Agent asked if caller was trying to make any adjustments when the message came up and caller said no, the message just came up automatically when they recorded a seizure. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned patient had seizures multiple times a day and patient had poor vision so patient would fall multiple times per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.